Event description:
During the case when the perfusionist went into retro mode, the console alarmed retro sensor error. The perfusionist attempted to zero the sensor-- the error continued. The perfusionist replaced the cable, still the console alarmed. A backup console was used to complete the case. There were no pt implications.